Event description:
The reason for call was for the past couple months the patient has been having trouble with their controller. Patient stated that sometimes the controller will charge quickly and sometimes they have to do it many times. Patient also stated that it could take up to a couple hours to charge the implant. Patient mentioned that about a month ago they had an MRI and they put the controller in MRI mode and they started feeling pulses in their feet and legs and the controller had turned the stimulation back on itself. During the call the patient noticed that the controller case was starting to break apart. A request was sent to the repair department to replace the controller. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.